Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 407 mg/dl. The customer states they took a manual injection to treat high levels. The customer was assisted with troubleshoot. The device passed both the displacement test and the manual prime test without the occurrence of a motor error alarm. The customer was advised that the device is functioning normally, and to call back if the alarm reoccurs.